Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned in its entirety. The pusher was bent and tightly wrapped with the implant still attached. Using an ohm meter, it was verified that there was an open circuit on the pusher. Using x-ray, the proximal green solder joint appeared intact. The distal green solder joint was also found visually intact. The proximal yellow solder joint appeared intact, but the distal yellow lead wire had separated from the solder joint, and was visible through the black pet material. Therefore, the root cause of the non-detachment of the coil appears to be the separation of the distal end of the yellow lead wire from the solder joint. The implant was noted to be coiled and did not show damage or anomalies that are likely to have caused or contributed to a perforation of the aneurysm. Based on the information and the investigation of the returned device, the reported complaint of coil non-detachment was confirmed. The analysis showed that there was an open circuit caused by the separation from the distal solder joint at the end of the yellow lead wire. The open circuit was the root cause of the non-detachment, although the pusher was returned tightly wrapped, which may indicate being damaged during use. The specific cause of the open circuit was not able to be determined. The incident report mentioned the light of the v-grip had turned green, initially, suggesting that the circuit was performing correctly initially and there was no broken circuit, but subsequently failed, possibly from damage. Electrical continuity checks are performed prior to release. The coil-non-detachment was not related to the aneurysm perforation, as the non-detachment occurred afterward. There were no anomalies identified on the coil portion of the device that could have contributed to a perforation. Patient anatomy and case conditions might have been a factor in the reported patient's outcome; however, the conditions of use could not be recreated during bench testing. The instructions for use (IFU) identifies vessel perforation and aneurysm rupture as potential complications associated with use of the device.

Event description:
It was reported that two (2) coils were successfully positioned in a right internal carotid artery wide-necked aneurysm after implantation of a stent. During positioning of the 3rd coil, the aneurysm was perforated. Protamine was administered to achieve hemostasis. The 3rd coil was then positioned inside and outside the aneurysm to cover the area of perforation; however, the coil did not detach with the v-grip. The coil was also unable to be detached with physical manipulations; therefore, the coil was withdrawn and removed from the patient. The procedure was completed with several other coils. Dapt was discontinued after the procedure. Three days after the procedure, on (B)(6) 2017, the patient died. The cause of death was determined to be a subarachnoid hemorrhage. An autopsy was not performed.